Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge load process, and customer initially could not reload cartridge and resume insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer later successfully loaded new cartridge and resumed insulin therapy before technical support completed troubleshooting, and issue was considered resolved, with no additional outcome details reported.